Event description:
A surgeon reported her pt experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated the pt became hyperopic and experienced glare, halos, and monocular diplopia. She reported the iol was removed and replaced during an additional surgical procedure.

Manufacturer narrative:
The product was returned for analysis. The optic was scratched and had fibers. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Additionally, the surgeon requested verification of the diopter of the product, which she reported to be 11.0d. The focal length of the product was assessed and was confirmed to be 11.0d. The optical resolution of the product was also found to be acceptable. Product history records could not be reviewed, because the surgeon did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested via fax and mail on 09/04/08 and via phone on 09/05/08 and 09/08/08. A completed questionaire was rec'd.